Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter bypassed urine. The nurse removed 10mls of water from the balloon and reinserted the new catheter with no problems. The catheter was found in the patients bed 4 hours later with a burst balloon.

Event description:
It was reported that the catheter bypassed urine. The nurse removed 10mls of water from the balloon and reinserted the new catheter with no problems. The catheter was found in the patients bed 4 hours later with a burst balloon.

Manufacturer narrative:
The reported event was confirmed. The evaluation noted an irregular balloon burst and no pieces of the sac were missing. The sample was evaluated under microscope and no conditions were found that could be associated with the reported event. The exact cause could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.